Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm, e70 alarm and audio/vibrate anomaly due to buttons not responding. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump did not getting delivery stopped alert when reservoir gets empty and instead gets a motor error, insulin pump¿s buttons were hard to press as well as insulin pump had motor position encoder error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported that the drive support cap appears normal. Customer stated that the insulin pump has not been exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.